Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. Customer's blood glucose level was over 500 mg/dl. The insulin pump alarmed no delivery. The customer changed the reservoir and infusion set several times. The insulin pump was not allowing the customer to receive a bolus because it alarmed no delivery after 2 units. The customer had a dry mouth. The customer treated their high blood glucose level with the insulin pump. The device was not returned.